Event description:
Per the clinic, the patient experienced intermittency where sound processor cuts off in the presence of loud sound. Hardware exchange and troubleshooting attempts were made; however, the issue could not be resolved. Subsequently, the device was explanted on (B)(6) 2024, and the patient was re-implanted with another cochlear device during the same surgery.